Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).

Event description:
An eye care professional reported that a cv232sre iol implanted in the left eye of a patient has since opacified. Follow-up information received on 10 may 2010 indicated that a yag procedure was performed (date not provided) and that explantation is scheduled in the near future. Request has been made to provide additional information when the explant has been completed.